Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate and remained static. Additionally, the customer experienced a high blood glucose; however, an exact value was not provided. Customer declined troubleshooting and to provide further information regarding the events. Customer reverted to manual injections for alternate insulin therapy.